Event description:
It was reported that the customer received a button error and a failed battery test alarm. The insulin pump's buttons were not responding. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker. No battery alarm was noted and the insulin pum had operating currents within specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.